Event description:
It was reported that the catheter had become dislodged during a spinal fusion surgery. It was indicated that the patient had been in the hospital and had been having symptoms of withdrawal since the day of surgery. On the day prior to report, they decided to look at the catheter and a CT scan was able to confirm that the catheter was dislodged. The catheter was revised and the dose was lowered by 50%. The device system was used to deliver fentanyl and bupivacaine. On the following day, it was reported that the patient¿s was ¿sub cu¿, though it was unclear what this referred to. Two weeks later, it was reported that the catheter tip had backed out of the intrathecal space and the patient had experienced agitation, increased pain, and hallucinations. It was indicated that, because the patient just had a spinal fusion, the physician didn¿t want the patient positioned laterally, which was what would have been required to replace the entire catheter. Instead, the patient was placed prone and just the spinal segment was replaced.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that on (B)(6) 2013 patient had a CT scan that showed pump/catheter system intact. The revision had gone smoothly on (B)(6) 2013. In regards to patient's withdrawal symptoms it was stated that patient had continued pain and a low grade fever. All other symptoms had resolved.